Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and salpingitis ("tissue was growing around the coils, parts were inflamed.") In a 35-year-old female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2009), bipolar disorder, cesarean section, gastric bypass, removal of kidney stone, wrist surgery, knee operation, delayed menarche, arthritis, anxiety, depression, heartbeats irregular, headache and panic attacks. No alcohol use. Never smoker. Previously administered products included for contraception: tri levlin28 from 1994 to 2008. Past adverse reactions to the above products included pregnancy with tri levlin28. Concurrent conditions included obesity, fever, chills, low back pain, dysuria, asthma and endometriosis. Family history included clotting disorder (paternal grandmother paternal uncle) and breast cancer (maternal grandmother). Concomitant products included eugynon (seasonique) (B)(6) 2010 to 2010 and eugynon (tri-levlen) since (B)(6) 2013 for contraception as well as estrogens conjugated (premarina) since 2016, lorazepam (ativan) since 2016 and topiramate (topamax) since 2016. On(B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced abdominal pain lower ("severe cramping"), allergy to metals ("allergy/reaction associated with nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), adnexa uteri pain ("pain near fallopian tubes and ovaries on both sides of my abdomen (severe)"), depression ("depression") and chills ("chills"). The patient was treated with doxycycline and surgery (bilateral salpingectomy and oophorectomy on (B)(6) 2018). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the menorrhagia and chills had resolved. In (B)(6) 2016, the fatigue had resolved. In (B)(6) 2016, the dyspareunia had resolved. At the time of the report, the pelvic pain, salpingitis, abdominal pain lower, allergy to metals, bladder disorder, urinary tract disorder, vaginal haemorrhage, vaginal discharge and adnexa uteri pain outcome was unknown and the depression was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, bladder disorder, chills, depression, dyspareunia, fatigue, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pfs- essure removal date - (B)(6) 2010. The patient underwent robotic assisted trachelectomy, bilateral salping, sacralcolpopexy without mesh, mccall culdoplasty) on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. (B)(6) 2010 : transvaginal ultrasound (tvu) : tissue was growing around the coils, nothing was broken, parts were inflamed. ¿concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain (confirming pelvic pain), vaginal haemorrhage(confirming vaginal bleeding), menorrhagia(confirming menorrhagia)" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and salpingitis ("tissue was growing around the coils, parts were inflamed.") In a 35-year-old female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2009), bipolar disorder, cesarean section, gastric bypass, removal of kidney stone, wrist surgery, knee operation, delayed menarche, arthritis, anxiety, depression, heartbeats irregular, headache and panic attacks. No alcohol use. Never smoker. Previously administered products included for contraception: tri levlin28 from 1994 to 2008. Past adverse reactions to the above products included pregnancy with tri levlin28. Concurrent conditions included obesity, fever, chills, low back pain, dysuria, asthma and endometriosis. Family history included clotting disorder (paternal grandmother paternal uncle) and breast cancer (maternal grandmother). Concomitant products included eugynon (seasonique) (B)(6) 2010 and eugynon (tri-levlen) since (B)(6) 2013 for contraception as well as estrogens conjugated (premarina) since 2016, lorazepam (ativan) since 2016 and topiramate (topamax) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced abdominal pain lower ("severe cramping"), allergy to metals ("allergy/reaction associated with nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant and intervention required), adnexa uteri pain ("pain near fallopian tubes and ovaries on both sides of my abdomen (severe)"), depression ("depression") and chills ("chills"). The patient was treated with doxycycline and surgery (bilateral salpingectomy and oophorectomy on (B)(6) 2018). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the menorrhagia and chills had resolved. In (B)(6) 2016, the fatigue had resolved. In (B)(6) 2016, the dyspareunia had resolved. At the time of the report, the pelvic pain, salpingitis, abdominal pain lower, allergy to metals, bladder disorder, urinary tract disorder, vaginal haemorrhage, vaginal discharge and adnexa uteri pain outcome was unknown and the depression was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, bladder disorder, chills, depression, dyspareunia, fatigue, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pfs- essure removal date: (B)(6) 2010. The patient underwent robotic assisted trachelectomy, bilateral salping, sacralcolpopexy without mesh, mccall culdoplasty) on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. (B)(6) 2010: transvaginal ultrasound (tvu) : tissue was growing around the coils, nothing was broken, parts were inflamed. ¿concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain (confirming pelvic pain), vaginal haemorrhage(confirming vaginal bleeding), menorrhagia(confirming menorrhagia)." Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet received: the events ¿depression¿ and ¿chills¿ were added. Events start date added. Surgical treatments were updated. Patient had recovered from fatigue, bleeding, dyspareunia and chills. She was recovering from depression. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and salpingitis ("tissue was growing around the coils, parts were inflamed.") In a 35-year-old female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (on (B)(6) 2009), bipolar disorder, cesarean section, gastric bypass, removal of kidney stone, wrist surgery, knee operation, delayed menarche, arthritis, anxiety, depression, heartbeats irregular, headache and panic attacks. No alcohol use. Never smoker. Previously administered products included for contraception: tri levlin28 from 1994 to 2008. Past adverse reactions to the above products included pregnancy with tri levlin28. Concurrent conditions included obesity, fever, chills, low back pain, dysuria, asthma and endometriosis. Family history included clotting disorder (paternal grandmother paternal uncle) and breast cancer (maternal grandmother). Concomitant products included eugynon (seasonique) (B)(6) 2010 to 2010 and eugynon (tri-levlen) since (B)(6) 2013 for contraception as well as estrogens conjugated (premarina) since 2016, lorazepam (ativan) since 2016 and topiramate (topamax) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced abdominal pain lower ("severe cramping"), allergy to metals ("allergy/reaction associated with nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), adnexa uteri pain ("pain near fallopian tubes and ovaries on both sides of my abdomen (severe)"), depression ("depression") and chills ("chills"). The patient was treated with doxycycline and surgery (bilateral salpingectomy and oophorectomy on (B)(6) 2018). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the menorrhagia and chills had resolved. In (B)(6) 2016, the fatigue had resolved. In (B)(6) 2016, the dyspareunia had resolved. At the time of the report, the pelvic pain, salpingitis, abdominal pain lower, allergy to metals, bladder disorder, urinary tract disorder, vaginal haemorrhage, vaginal discharge and adnexa uteri pain outcome was unknown and the depression was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, bladder disorder, chills, depression, dyspareunia, fatigue, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pfs- essure removal date - on (B)(6) 2010. The patient underwent robotic assisted trachelectomy, bilateral salping, sacrocolpopexy without mesh, mccall culdoplasty) on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. On (B)(6) 2010 : transvaginal ultrasound (tvu) : tissue was growing around the coils, nothing was broken, parts were inflamed. ¿concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain (confirming pelvic pain), vaginal haemorrhage(confirming vaginal bleeding), menorrhagia(confirming menorrhagia)." Most recent follow-up information incorporated above includes: on (B)(6) 2018: the correct clock start date for fu received on (B)(6) 2018 should be on (B)(6) 2018. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and salpingitis ("tissue was growing around the coils, parts were inflamed.") In a (B)(6) year-old female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2009), bipolar disorder, cesarean section, gastric bypass, removal of kidney stone, wrist surgery, knee operation, menarche, arthritis, anxiety, depression, heartbeats irregular, headache and panic attacks. No alcohol use. Never smoker. Previously administered products included for contraception: tri levlin28 from 1994 to 2008. Past adverse reactions to the above products included pregnancy with tri levlin28. Concurrent conditions included obesity, fever, chills, low back pain, dysuria and asthma. Family history included clotting disorder (paternal grandmother paternal uncle) and breast cancer (maternal grandmother). Concomitant products included eugynon (seasonique)(B)(6) 2010 to 2010 and eugynon (tri-levlen) since (B)(6) 2013 for contraception as well as estrogens conjugated (premarina) since 2016, lorazepam (ativan) since 2016 and topiramate (topamax) since 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), allergy to metals ("allergy/reaction associated with nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and adnexa uteri pain ("pain near fallopian tubes and ovaries on both sides of my abdomen (severe)"). The patient was treated with doxycycline and surgery (on (B)(6) 2010, she underwent a pelvic surgery to try and alleviate the symptoms/supracervical hysterectomy (uterus only)/on (B)(6) 2016 she underwent robotic bilateral salpingo-oophorectomy ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, abdominal pain lower, allergy to metals, bladder disorder, urinary tract disorder, dyspareunia, fatigue, vaginal haemorrhage, menorrhagia, vaginal discharge and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, bladder disorder, dyspareunia, fatigue, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: pfs- essure removal date - (B)(6) 2010. Current weight: (B)(6) ibs. Mr- left- four coils, right - four coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. (B)(6) 2010 : transvaginal ultrasound (tvu) : tissue was growing around the coils, nothing was broken, parts were inflamed. ¿concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain (confirming pelvic pain), vaginal haemorrhage(confirming vaginal bleeding), menorrhagia(confirming menorrhagia)" most recent follow-up information incorporated above includes: on 7-feb-2018: events- "bladder problems or changes, urinary problems or changes, dyspareunia (painful sexual intercourse), fatigue, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain, vaginal discharge, pain near fallopian tubes and ovaries on both sides of my abdomen (severe), tissue was growing around the coils, parts were inflamed.", lot number, reporter, historical condition added from pfs. Historical and concomittant condition, family history added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and allergy to metals ("allergy/reaction associated with nickel allergy"). The patient was treated with surgery (on (B)(6) 2010, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.